Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that a 9 month old dog underwent an enterotomy. The skin and muscle were sutured with monosyn 2/0. However, the recovery was complicated by eventration of the intestinal loops and the patient died after reoperation. Infection is also reported to have occurred and the patient was re-sutured. It occurred one day after surgery (10 hours later) and the dog died 36 hours after reoperation. Additional information has been requested. Other MFR report numbers related to this incidence: 3003639970-2022-00090, 3003639970-2022-00093, 3003639970-2022-00094, 3003639970-2022-00095, 3003639970-2022-00096, 3003639970-2022-00097, 3003639970-2022-00098, 3003639970-2022-00099.

Manufacturer narrative:
Other MFR report numbers related to this incidence: 3003639970-2022-00090, 3003639970-2022-00093, 3003639970-2022-00094, 3003639970-2022-00095, 3003639970-2022-00096, 3003639970-2022-00097, 3003639970-2022-00098, 3003639970-2022-00099, also, 3003639970-2022-00100 . Analysis and results: there are no previous complaints of this code-batch regarding this issue. We have received eight different cases from the same customer at the same time regarding other issues. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 26 closed samples to analyze the 8 reported cases of this code-batch. Tightness test to the samples received has been performed and the units are tight. We have also tested the knot security control of the closed samples received and the results are into the current range for this thread and size. Furthermore, degradation test results conducted on the samples received fulfil b. Braun surgical requirement. In the degradation test, threads are introduced in a sörensen solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 2.88 kgf in average and 2.30 kgf in minimum. B. Braun surgical requirement is 0.60 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Monosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn suture, which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." According to the results of the samples tested and the batch manufacturing record review, the product complies with the specifications. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the specifications of b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.